Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform a series of actions including disconnecting the tubing, tightening connections, and delivering bolus doses to resolve the issue. The customer was then instructed to replace necessary supplies and resume insulin use.